Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02733.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02733. It was reported that one of the patient's leads had migrated. As a result, the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Therapy was reestablished post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.